Event description:
Patient squeezed hot pack, and it immediately ruptured. Cardinal health insulated hot pack size large (B)(4) ruptured and contents splattered onto crib, floor, and linens. Did not come into contact with skin of mother or newborn. Manufacturer response for disposable hot pack, cardinal health insulated hot pack size large (B)(4) (per site reporter). No other issues reported.